Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 19079591, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting adequate relief. It was also noted that patient was frequently charging the ipg. The patient underwent an explant procedure and was doing well postoperatively.